Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Disposed.

Event description:
It was reported boston scientific corporation that a trapezoid rx lithotripter basket was used during an endoscopic retrograde cholangiopancreatography (ercp) in the bile duct performed on (B)(6) 2020. According to the complainant, during the procedure, the wire inside the trapezoid sheath broke when the tech was performing mechanical lithotripsy causing the stone to be stuck in the basket. The physician then dilated the duct with a controlled radial expansion (cre) balloon and swept the basket and stone out together. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.